Event description:
Patient undergoing bilateral lateral rectus recessions. Surgeon reported suture was fraying. Surgeon then used the same suture that was open on the surgical field and it also started fraying. Gave surgeon new suture with different lot number. New suture did not fray. Pulled all suture with that lot number to return to company. No patient or staff harm.what was the original intended procedure?suturingdevice #1is this a laboratory device or laboratory test?nodevice #2is this a laboratory device or laboratory test?no